Event description:
Bd precision/glide needle fill 18g x 1 1/2 tw (1.2 mm x 40 mm) ref (B)(4), lot 7291580, exp 12/31/2022. IV tech opened packaging on the needle in order to use for sterile compounding. Upon opening the needle, it was noted that the bevel of the needle was filled with a hard, white substance. The substance also covered the top of the needle. The technician selected a different needle to prepare the product. Our department had more boxes of the same lot number that appears unaffected.